Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic with complaints of diaphragmatic stimulation. Previously the clinic was able to program around the stimulation, but today stimulation was found in all vectors. In (B)(6), the patient had gone into vf in which the device successfully shocked and converted the rhythm, but resulted in the patient falling out of bed and break his neck. The physician suspects that the lv lead may have changed position during that incident. Programming change was made and repositioning of the lead was planned. It was later reported that the lead was capped and replaced on (B)(6) 2016. Patient is doing well and will continue to be monitored.